Event description:
It was reported that high output values were observed on the right ventricular lead through a remote merlin.net transmission. The patient was seen in clinic experiencing atrial fibrillation and symptomatic bradycardia. Complete heart block was noted. A loss of right ventricular capture was observed. The lead was explanted. During the procedure, a fracture was observed through fluoroscopy. When the lead was removed, a bend was observed at the point of vein insertion. A new system was implanted on the patient's opposite side.